Event description:
It was reported that caregiver of patient experienced unexpected shutdown issue and incorrect time on pump. There was no reported impact to the customer¿s blood glucose level. Technical support began collecting caregiver and device information but call was disconnected, then attempted callbacks with no answer, left voicemail, planned to help change pump time and document shutdown and settings issues, and finally closed case after two unsuccessful follow-up attempts with no additional information obtained.